Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted an implantable collamer lens into the right patient's eye (od) on (B)(6) 2021. The patient experienced excessive vaulting and elevated intraocular pressure without pupil block. On (B)(6) 2021 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as "other" and noted "toric lens vault was too high". Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's eye. The surgeon reports a planned exchange to be performed. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).